Manufacturer narrative:
Investigation into this complaint included a customer data review and a quality data review. The results of the investigation are summarized as follows: customer data review: the complaint ticket reported weak false positive results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 409384. Customer data review confirms this observation. Quality data review: CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 409384 and its components. The CAPA review identified one nonconformance documenting the same issue of producing an elevated rate of reactive negative controls (negative control is reactive) and discrepant results for the respiratory syncytial virus (rsv) and flu b analyte with the same lot as reported in this investigation. Complaint ticket was dispositioned as confirmed. Field action fa-am-apr2025-307 was issued on april 28, 2025 to inform customers that abbott has received reports of an increase in reactive negative controls and false positive results, with alinity m resp-4-plex amp kit, list number 09n79-090 lot numbers 409383, 410627, and 411921, and list 09n79-096 lot number 409384 on the alinity m system. Specifically, an increase in the amount of reactive negative controls and false positive results have been reported for the respiratory syncytial virus (rsv) and influenza b virus (flu b) and targets. Based on internal evaluation, false positive results and reactive negative controls manifest as a weak signal with a late cycle number for these targets. Internal evaluation has not shown impact to influenza a virus (flu a) and sars targets. There is a potential for delayed results and false positive results for rsv and flu b when using these lots. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. For incorrect rsv and flub results on the alinity m resp-4-plex assay, associated severity is moderate. The following mdrs were also reported as related to fa-am-apr2025-307: 3005248192-2025-00064 follow up report 1, 3005248192-2025-00075 follow up report 1, 3005248192-2025-00143, 3005248192-2025-00144, 3005248192-2025-00145, 3005248192-2025-00146, 3005248192-2025-00147, 3005248192-2025-00148, 3005248192-2025-00149, 3005248192-2025-00150, 3005248192-2025-00151, 3005248192-2025-00152, 3005248192-2025-00153, 3005248192-2025-00010 follow up report 1, 3005248192-2025-00046 follow up report 1, 3005248192-2025-00032 follow up report 1, 3005248192-2025-00081 follow up report 1, 3005248192-2025-00082 follow up report 1, 3005248192-2025-00083 follow up report 1, 3005248192-2025-00084 follow up report 1, 3005248192-2025-00085 follow up report 1, 3005248192-2025-00094 follow up report 1, 3005248192-2025-00095 follow up report 1, 3005248192-2025-00096 follow up report 1, 3005248192-2025-00097 follow up report 1, 3005248192-2025-00098 follow up report 1, 3005248192-2025-00048 follow up report 1, 3005248192-2025-00049 follow up report 1, 3005248192-2025-00050 follow up report 1, 3005248192-2025-00051 follow up report 1, 3005248192-2025-00052 follow report 1, 3005248192-2025-00053 follow report 1, 3005248192-2025-00016 follow up report 1, 3005248192-2025-00017 follow up report 1, 3005248192-2025-00018 follow up report 1, 3005248192-2025-00019 follow up report 1, 3005248192-2025-00020 follow up report 1, 3005248192-2025-00021 follow up report 1, 3005248192-2025-00022 follow up report 1, 3005248192-2025-00023 follow up report 1, 3005248192-2025-00024 follow up report 1, 3005248192-2025-00025 follow up report 1, 3005248192-2025-00026 follow up report 1, 3005248192-2025-00027 follow up report 1, 3005248192-2025-00028 follow up report 1, 3005248192-2025-00042 follow up report 1, 3005248192-2025-00078 follow up report 1, 3005248192-2025-00079 follow up report 1, 3005248192-2025-00080 follow up report 1, 3005248192-2025-00139 follow up report 1, 3005248192-2025-00140 follow up report 1, 3005248192-2025-00141 follow up report 1, 3005248192-2025-00142 follow up report 1, 3005248192-2025-00110 follow up report 1, 3005248192-2025-00111 follow up 01, 3005248192-2025-00112 follow up report 1, 3005248192-2025-00117 follow up report 1, 3005248192-2025-00118 follow up report 1, 3005248192-2025-00119 follow up report 1, 3005248192-2025-00204, 3005248192-2025-00205, 3005248192-2025-00130 follow up report 1, 3005248192-2025-00171 follow up report 1, 3005248192-2025-00172 follow up 01, 3005248192-2025-00173 follow up 01, 3005248192-2025-00174 follow up 01, 3005248192-2025-00175 follow up 01, 3005248192-2025-00176 follow up 01, 3005248192-2025-00177 follow up 01, 3005248192-2025-00178 follow up 01, 3005248192-2025-00179 follow up 01, 3005248192-2025-00180 follow up 01, 3005248192-2025-00181 follow up 01, 3005248192-2025-00168 follow up report 1, 3005248192-2025-00169 follow up report 1, 3005248192-2025-00170 follow up report 1, 3005248192-2025-00038 follow up report 2, 3005248192-2025-00103 follow up 01, 3005248192-2025-00104 follow up 01, 3005248192-2025-00105 follow up 01, 3005248192-2025-00106 follow up 01, 3005248192-2025-00107 follow up 01, 3005248192-2025-00108 follow up 01, 3005248192-2025-00109 follow up 01, 3005248192-2025-00182, 3005248192-2025-00120 follow up report 1, 3005248192-2025-00227, 3005248192-2025-00228, 3005248192-2025-00066 follow up 01, 3005248192-2025-00067 follow up 01, 3005248192-2025-00068 follow up 01, 3005248192-2025-00069 follow up 01, 3005248192-2025-00070 follow up 01, 3005248192-2025-00071 follow up 01, 3005248192-2025-00072 follow up 01, 3005248192-2025-00073 follow up 01, 3005248192-2025-00074 follow up 01, 3005248192-2025-00114 follow up report 1, 3005248192-2025-00115 follow up report 1.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer reported false positive results on the rsv analyte when running the alinity m resp-4-plex assay. On (B)(6) 2025, customer observed reactive negative control for the rsv target and when repeated the control passed. Customer has been repeating high cycle number (cn) positive patients and identified a patient that when repeated was negative. On (B)(6) 2025, sample ID (sid) (B)(6) generated a positive result with cn 41.91 for the rsv target, but when repeated was negative for rsv. Customer completed environmental testing on (B)(6) 2025 and identified reactive areas for rsv. Customer cleaned workstations that were reactive and when retested the areas passed environmental testing. There was no report of impact to patient management. Customer is experiencing similar issues on their other alinity m instruments. See mdrs:3005248192-2025-00114 and 3005248192-2025-00115.